Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported that on (B)(6) 2018 at 06:00 the patient's pump was beeping and alarming out of control and suddenly quit working. This resulted is a seizure and the patient was quickly taken to the emergency room. The pump was later interrogated and found to have malfunctioned. It was noted the patient had experienced a number of failures with this pump. The patient's pump was removed and stored for safety reasons. It was mentioned that the reporter wanted to return the pump to the FDA.